Event description:
It has been reported to philips that the allura xper fd20 system was stopping at 0:00 after it was powered on. The system was not in clinical use and no harm has been reported. A philips field service engineer (fse) inspected the device on site and identified that the flexvision pc had failed. The fse identified that a frame grabber card initialization error on grabber cards 4, 5, 6 and 7 had resulted in the system not being able to complete the start up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The flexvision pc was replaced which returned the device back to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log files showed that the flexvision pc was failed. Fse replaced flexvision pc, checked the operation and ran a diagnostic test. After replacement of flexvision pc system was returned to good working condition. The code was updated based on the investigation outcome. Evaluation method code was corrected.